Event description:
Philips received a complaint by the customer on the v60 indicating that a 1104 "backup alarm failed" alarm error occurred during use. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device continued to operate and was replaced with the same model. There was no reported delay in therapy or medical intervention. The customer called technical support to report that a 1104 "backup alarm failed" alarm error occurred during use. The device was used on a patient for 5 days. This investigation is ongoing.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The field service technician inspected the device but could not confirm the reported issue as the problem could not be duplicated; however, the 1104 error code was confirmed in the event log. Therefore, the field service technician replaced the central processing unit (cpu) printed circuit board assembly (pcba) for preventive measures, conducted a comprehensive inspection, cleaned the device, performed functional testing, and verified that the issue was resolved as no malfunction was found. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.